Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer has experienced hypothermia and was treated with hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed, that the customer experienced no alleged device deficiency. The customer reported, blood glucose value of 1500 mg/dl. The customer reported, hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported, the following led up to the event: had bent cannula document treatment for high bg. Hospital overnight stay. During hospital stay, customer experienced confusion, feeling sick/unwell and had low body temperature, ketone positive. And was treated with IV insulin drip (intravenous insulin infusion) and ventilator. The event involved product(s) unomedical, unk_ngp, mmt-332a. Customer was using the insulin pump system within 48 hours of the reported event. No product return is required for unomedical, no product return will be required for unk_ngp, no product return will be required for mmt-332a.